Event description:
Patient was on stretcher lying on their side with the side rails up and locked. The patient was repositioning themself and leaned against the siderail. The siderail dropped and so did the patient landing on their head.